Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative (rep) reporting the handset slows down at 90%. Agent reviewed data and assisted the patient rep in deleting the data. The patient rep was able to connect to the pump with no lag.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient with an implantable pump for non-malignant pain. It was reported that ever since the device was installed, when they delivered the bolus, it went all the way to 90%, then stopped. It took 4-5 mins before it completed the circle for the 10%. The agent reviewed data and assisted the caller in deleting the data. The caller was able to connect to the pump without any lag. The caller stated seeing the lockout screen indicating 3 hours and 37 minutes with 1 bolus remaining.